Manufacturer narrative:
Product was received at ameda and evaluated for low suction on may 9, 2014. The allegation was not confirmed and no evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system additivities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 04/17/2014 to report low suction and poor milk output when using the purely yours breast pump. Customer developed a bilateral mastitis during use of the purely yours breast pump 1 week after delivering her third baby. Customer states when she increased the dial setting for both suction and speed, she does not feel a change at the breast. Customer contacted her health care provider who prescribed oral antibiotics which resolved the breast infection.